Manufacturer narrative:
As part of a quality system improvement plan stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted (B) (4). There are 7 events associated with this event type (dimensional discrepancy) and product code (B) (4).

Event description:
Dimensional discrepancy. It was reported "surgeon felt the trial fit the implex cup. Real insert would not after multiple attempts to burr the liner and make it fit. Surgeon feels the tolerances are off."